Event description:
A customer reported diluent low (2000 (2000 only) diluent shortage! Operation stopped error) on the aia-2000 analyzer. The customer reset the power and completed a version up but the error remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by inspecting the diluent electrode and identifying it was damaged. The fse replaced the diluent electrode assembly resolving the reported issue. The customer validated the analyzer by running quality control (qc) with results within acceptable range. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2000] diluent shortage. Operating stopped. Cause : the diluent tank was found to be empty at the start of measurement. Measuring operation is stopped. Solution: replenish the diluent and retry the measurement. The most probable cause was due to a damaged diluent electrode assembly, cause traced to component failure.